Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular connector. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. It was also indicated that the upper case was broken, the lower case was contaminated and atrial print smeared, the hanger assembly was contaminated, the keypad window was scratched, and both output connector nuts were discolored and contaminated. It was also indicated that all knobs, main seal, hanger screw, and hanger o-ring were contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.